Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: >7.5; date: (B)(6) 2010, inratio: 6.9; date: (B)(6) 2010, lab: 2.9.

Manufacturer narrative:
Inr results reported by the user were performed more than 3 hours between readings. The recommended reasonable time difference is 3 hours. User did not provide comparative reference inr test results for data given. Data analysis will not be performed. No further investigation required. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. Corrective action not required at this time.